Event description:
During an atrial fibrillation surgery, the needle was inserted into the sheath, resulting in the inner sheath tube being scratched and damaged. The sheath and needle were both replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected, and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle skiving remains unknown.